Event description:
It was reported, that the device exhibited post-paced t wave oversensing via review of a remote transmission. No programming changes were performed. The patient had no symptoms. And no complaints related to the oversensing.